Manufacturer narrative:
The insulin pump was received no button response due to flattened up, act and esc button dome switch. Inspected connector on lcd and no unlock keypad connector. The insulin pump back light function properly noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were very difficult to press since receipt of insulin pump. Customer's blood glucose was 81 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.